Event description:
During a procedure, when the catheters and the sheath were removed from the right ventricle, the electrogram indicated the presence of a right bundle branch block. The patient also underwent a cardiac catheterization (cat) after the ablation. There have been no further complications with the patient.

Manufacturer narrative:
An event of heart block was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.